Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no vibration. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver was not able to charged and booted. Unit displays initialization screen and continuously resets without displaying trend graph or date/time set. Receiver download cannot be performed with receiver in this state. The receiver was opened, ui-u1 pcba was detached and the receiver log was downloaded; however, no issues related to the customer's complaint were observed in the course of the log review. A visual interior inspection was performed and the inspection passed. A manual "try-it" test and vibration test using communication tool was attempted and not able to perform due to continuous initialization. A receiver functional test could not be performed due to continuous initialization. The reported event of no vibration could not be determined with the returned receiver due to continuous initialization. A root cause could not be determined.